Event description:
It was reported that the patient with a spinal cord stimulation (scs) system experienced inadequate stimulation at the most recent appointment. The patient was offered device reprogramming to potentially increase stimulation; however, the patient declined, stating that medication prescribed by the general practitioner was providing greater relief and that stimulation was no longer being utilized. Additionally, implantable pulse generator (ipg) migration within the pocket was reported following weight loss, resulting in discomfort. The patient subsequently underwent an explant procedure during which the entire system was removed, since the medication he does not need the stimulator anymore. The current location of the device remains unknown despite good faith efforts.

Manufacturer narrative:
Product family: scs-paddle leads, upn: m365sc8352700. Model: sc-8352-70. Serial: (B)(6). Batch: 21349449. UDI: (B)(4).